Event description:
Pt suffered stroke and was in coma for 1-2 weeks. Pt was not recovering well and after 1-2 weeks physician said it was due to lack of oxygen and swelling. Pt had operation to reduce swelling and implanted dura replacement. Pt was recovering for 2-3 months learning how to walk, talk, etc. 7-8 months post implant, pt had mucus at sutures on and off.